Manufacturer narrative:
Additional information was received that this was an issue with the o2 cell. This was a monitoring issue only and does not affect delivery of o2. This is not a reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement reported.

Manufacturer narrative:
Ge healthcare s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.